Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an anterior resection the surgeon was trying to attach the anvil of the powered cdh to the trocar and it would not attach. Surgeon assures me they had a nice purse string that did not impede the locking springs. Also, they told me they did not have any graspers on the locking springs either. They opened a new stapler. The procedure was delayed by 15-minutes. No fragments were generated. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 2/19/2022 d4: batch # 156a82 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed, the green checkmark does not illuminate, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The test anvil was inserted and removed without difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 156a82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2023. Additional information received: reported as cdh29p but it was actually cdh31p for the complaint. H11: corrected data = product code. Cdh31p was previously reported under (B)(4) and h11 should have checked as a correction. After the fact, additional information received confirming that the product was a cdh31p.